Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the initial steps of the procedure, prior to transseptal access, the physician was unable to advance the guidewire while advancing the farawave catheter to the ivc. Although the catheter demonstrated successful test deployment with the guidewire advanced during preparation, the guidewire subsequently became stuck within the catheter lumen and could not be advanced or retracted. No tissue was observed at the tip of the catheter or guidewire, the guidewire could not be removed as normal, it broke inside the catheter when it was being pulling out. No other catheter malfunctions were identified. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.